Event description:
Product analysis was completed and approved for the returned serial cable on (B)(6) 2015. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.

Event description:
The suspect handheld serial cable was returned to the manufacturer where analysis is currently underway.

Event description:
It was reported that the company representative's handheld serial cable needs to be replaced because it no longer secures to the handheld using the screws. A new serial cable was provided to the company representative. The handheld serial cable is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
(B)(4).